Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician documented the patient's complaint of pain and discomfort. The patient stated that the device was sliding under their arm and ¿working overtime¿, however follow-up investigation revealed that the doctor found no evidence of the device migration, and the percentage of pacing was very low. The pacemaker system was removed due to medical judgement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.